Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed that all keypad buttons were intermittently responsive and found contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to engage. The up and down arrow buttons would stick and were hyper-responsive and caused scrolling. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.